Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The devices were not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) novum iq large volume pumps powered off. This was observed during infusions in patient room 7 and 8 on the surgical a unit. The pumps were plugged in and turned back on to continue the infusions. There was no report of patient injury or medical intervention associated with this event. No additional information is available.